Manufacturer narrative:
(B)(4). Batch #unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic cholecystectomy the insulation detached from the distal end of the tip around the wire electrode. A second like device was used to complete the procedure with no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 9/18/2018 . Investigation summary: received one each of the 0100, lot number 181795. The insulation was detached. The l hook was covered in black eschar. The distal end of the insulation was completely torn away approximately 5/8 of an inch from where it should end, there was a split line that the tear follows. There are impression marks most likely from a rigid object or instrument/device. There was shaving or slicing, hard to tell due to the degree of disfiguring of the insulation. This could be the result of excessive mechanical loading during use (contact with another rigid object). Power settings don't appear to have been excessive, the insulation was compromised prior to the splitting as evidenced by the impression marks. Use related. A DHR review was performed, and there is no evidence of device defect or malfunctions.